Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient advocate claimed that the patient pacemaker battery was no longer working. To date, the device remains implanted. No adverse patient effects were reported.